Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's legal guardian noticed liquid coming out of their omnipod dash controller/personal diabetes manager (pdm). They stated that they were unaware if any fluids were spilled on the pdm. No harm to the patient was reported.